Event description:
The customer contact reported a separation. The nurse reported that as she was inserting the piercing pin into a 100ml bag of an unspecified antibiotic, the tubing separated from the piercing pin. No specific patient or event information was provided. There were no reported adverse patient effects. Though requested, no additional information was provided.